Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy, the cartridge came off after it was loaded into the device for the second firing. The cartridge was going to be loaded again, but it was not loaded properly. The cartridge was going to be loaded again, but it was not loaded properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2010. After several requests, the device was not received for analysis. Evaluation summary: the batch history records were reviewed with no anomalies noted during the manufacturing process.